Manufacturer narrative:
Evaluation summary: review of the device history records revealed no deviations. The nail reported was documented as faultless prior to distribution. The product inquiry intake already stated that the item will not be available. According to information received the "implant is returned to the patient." Thus, a physical examination of the item was not carried out. However, the event description indicates that the affected nail had been implanted for more than one year prior to the breakage and that the fracture part was non-union. Among others the related IFU informs that, "in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices. (B)(4): device was not returned.

Manufacturer narrative:
Device remains implanted at this time. If the device becomes available all additional information will be reported on a supplemental report. (B)(4): device remains implanted.

Event description:
On (B)(6) 2012, the patient underwent surgery with the g3 long nail. On (B)(6) 2013, the patient felt pain in the hip joint. The nail was found to be broken at the lag screw hole by x-ray. The fracture was non union. The surgeon is planning a revision surgery on (B)(6)2013.

Event description:
On (B)(6) 2012, the patient underwent surgery with the g3 long nail. On (B)(6) 2013, the patient felt pain in the hip joint. The nail was found to be broken at the lag screw hole by x-ray. The fracture was non union. The surgeon is planning a revision surgery on (B)(6) 2013.